Event description:
It was reported that the device had over heating during check in. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had over heating during check in. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of the device has an overheating was confirmed replicated during laboratory testing, but the review of the logs does not confirm. ¿ results from the laboratory testing confirmed a malfunctioning switching power supply caused the pcu to overheating. ¿ the main cause of overheating of a switching power supply is a short circuit in some peripheral electronic component to the main system of the board. ¿ the suspect pcu (s/n: (B)(6)) logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date as 08jan2025; time was not reported. ¿ no active infusion was programmed on the day of the reported event. However, an analysis was performed on (B)(6) 2024, because there is no record in the event log on the day of the reported issue. An analysis was performed on the last day of use recorded by the customer: o at 12:23 pm the suspect pcu was power on, and no modules were attached. O at 12:24 pm and 12:33 pm the pcu recorded the power battery ok (battery in good conditions and changed). O at 2:16 pm the suspect pcu was power off, and dc power. ¿ the alaris pcu system error tip sheet states that when a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion to reprogram and re-start the infusion devices following the instructions in the user manual addendum to avoid this error. ¿ the system was being used for treatment purposes as intended per 21 cfr.820.198 (d)(2). Notes to repair center: suspect pcu s/n (B)(6) (w/o: (B)(4)) please replace the switching power supply. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.